Manufacturer narrative:
Follow-up #1: date of submission :12/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/23/2016 with the following findings:unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten..pump was retuned with the iob set to on duration 3.0hrs. A 10u bolus was manually performed. Immediately after the bolus was performed the pump correctly displayed the 10u iob in the iob status screen. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.. No delivery interruptions or alarms occurred during the investigation. The audio bolus button cover is missing on the pump. Unable to perform a 10u audio bolus due to missing audio bolus button cover. Battery compartment is cracked on the side from threads to cover & cracked below the bumper pad. Returned battery cap has stripped threads; test cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release..

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient¿s blood glucose (bg) was at 63 mg/dl with blurred vision and unsteadiness when standing and walking. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management or third party assistance. The patient allegedly remained on pump therapy with no information provided regarding any recent adjustments to the pump settings. The reporter alleged that the insulin on board (iob) was not showing on the total bolus screen. Review of the pump indicated that the iob feature was not turned on. This complaint is being reported because the patient experienced severe hypoglycemia related to a use error in that the user did not turn on the iob feature.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.